Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; -the light guide lens was cracked -the distal end cap was dented -the adhesive of the bending section rubber was worn -the outer of the control body was damaged -the remote switch 1 cover has cut -the universal cord had wrinkles omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope), gram-positive bacteria (1 cfu/endoscope) and micrococcaceae (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel and suction channel: serratia liquefaciens (30 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3 and 4, using peracetic acid. There was no report of infection associated with this report.